Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that increase of shock impedance to over 150 ohms was observed. During a follow-up the shock impedance remained high while pacing impedance remained within the normal range. No oversensing was noted. Lead replacement is under consideration.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2026. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 and (B)(6) 2026 recorded an initial shock impedance of 100 ohms with an abrupt increase to >150 ohms at the end of the recordings. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.